Event description:
It was reported that device check showed a drastic decrease in r-wave values and an increase in right ventricular (rv) lead thresholds. In addition, there was one ventricle high rate that might have been noise. A chest x-ray showed a small loop in the rv lead, which the physician felt may be part of the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.